Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the display lens was cracked. It was also noted that the upper case was broken, the lower case was contaminated, both bail covers were missing, the ring cover was broken, the battery contacts were compressed, both bails were missing and the ring was bent. (B)(4).

Event description:
It was reported the lens cover bottom on the epg (external pulse generator) was broken. The epg was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported.